Manufacturer narrative:
Hill-rom technical support had the account isolate the right hand patient control board and suggested it needed to be replaced. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2016. The facility performed preventative maintenance on this bed in 2017. The account will replace the right hand patient control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would self run up. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).